Manufacturer narrative:
Date of event: exact date unknown, event had been going on for a few months.

Event description:
It was reported that the patients battery was not holding a charge. The patient underwent an ipg replacement procedure and was very happy postoperatively with fantastic coverage. The explanted ipg will not be returned.